Manufacturer narrative:
Evaluation of the returned jet7 confirmed a fracture and revealed stretching on the distal shaft. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), and a benchmark bmx96 access system (benchmark max). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician went up using the jet7 and the velocity. Due to tortuosity, the velocity was removed, and the physician used a penumbra system 3max reperfusion catheter (3maxc) with a guidewire to complete two passes. It was reported that resistance was encountered while advancing the jet7 in the carotid. After removing the 3maxc, the physician attempted to pull back the jet7 and reported that the distal tip was not moving. After removing the jet7 and benchmark max together, the physician noticed the jet7 tip was fractured and connected by a wire. Therefore, the jet7 was no longer used in the procedure. The procedure was completed by re-positioning the benchmark max and using the same velocity with a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra stent device. There was no report of an adverse effect to the patient.